Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
The customer is reporting a false positive sars-cov-2 result for a patient that didn't have symptoms. Run 1 sample 1:sars-cov-2 positive. Run 2 sample 1: sars-cov-2 positive. Run 1 sample 2: sars-cov-2 negative. Run 2 sample 2: sars-cov-2 negative. There was no alteration to patient therapy, serious injury, or death been associated with the first result. The ordering physician requested a recollect and retest.